Event description:
After the first surgery of the hip right with asr cup 54 with corail 12 and head asr plus 5 the pt suffered from a metalosis with toxical synovalitis, therefore, they had to do a revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.